Manufacturer narrative:
The laser fiber was returned and was confirmed to be damaged. This issue was due to the user partially connecting the probe laser fiber to the portable connector module.

Event description:
It was reported during setup prior to the procedure, the surgeon indicated there was no light from the laser fiber in the portable connector module (pcm) prior to ablation. Upon checking, the laser fibers were observed to be melted at the probe to pcm connection. The pcm and probe were replaced and the case continued without issue.